Event description:
It was reported to philips that the system's image processing computer failed to boot on the first attempt, and gave an error indicating disk space was low. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and attempted ippc reboot, but ippc failed to bootup on first attempt. Philips offered the customer a quote to have a field service engineer (fse) to recreate image store and ippc replacement, but the customer did not provide any further approval, therefore philips did not troubleshoot the system, and no additional information could be obtained from the customer. The codes were updated based on the investigation outcome. (Device) problem code and health impact code were corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.